Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify insulin flow blocked alarms due to critical pump error (open book image) alarm. The insulin pump was also received with the serial number label missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was 192 mg/dl. Troubleshooting was done for critical pump error. The customer stated that they able to saw critical pump error image on screen. The customer was also reported the insulin pump had flow blocked alarm a long time ago. The customer was assisted with troubleshooting for flow blocked alarm. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.